Event description:
A cervical cerclage was being done on a gravida 4 para 0 patient. During the application of the mersilene tape the needle broke in two pieces. All pieces were removed and accounted for. This was witnessed by the surgeons, scrub and circulator. The suture is from lot # bae498 and catalog # 9212. All pieces were discarded per management. No risk to patient.

Event description:
A cervical cerclage was being done on a gravida 4 para 0 patient. During the application of the mersilene tape the needle broke in two pieces. All pieces were removed and accounted for. This was witnessed by the surgeons, scrub and circulator. The suture is from lot # bae498 and catalog # 9212. All pieces were discarded per management. No risk to patient.